Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis could not be performed. A review of the device service history revealed no previous service events that could have caused or contributed to the reported hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). (B)(6) days prior to receipt of this report, the patient was hospitalized for a hernia repair. The cause of the hernia was unknown. The patient was discharged 32 days after admission. It was reported the patient was not recovered from the hernia and needed to have the hernia repaired again. Approximately 5 months after the first hernia hospitalization, on an unconfirmed date, the patient had another hernia repair. On an unreported date that year, the patient had recovered from the second hernia event. Pd therapy was reported to be ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The first hernia surgery occurred on (B)(6) 2010. The second hernia event occurred on an unspecified date in (B)(6) 2011. Should additional relevant information become available, a supplemental report will be submitted.